Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the pacing impedance increased from 800 ohms to greater than 2500 ohms. The defibrillator was explanted and replaced. The right ventricular lead was capped. It was also reported that the first replacement lead was not used. Another lead was implanted in the right ventricle. No patient complications have been reported as a result of this event.